Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was hemodynamically unstable and presumed to be septic with fevers and high white count post pump exchange. Diagnostic testing results were not provided by the site. Controller log files were sent. Preliminary log file analysis revealed 49 "high watt" alarms had been logged since (B)(6) 2017.  An increase in power consumption and estimated ventricular assist device (vad) flow was observed beginning on (B)(6) 2017,  rising above the normal operating range. The patient was deemed too unstable to go to the operating room so the decision was made to withdraw care. The patient subsequently expired on (B)(6) 2017. The listed cause of death was sepsis, disseminated intravascular coagulation, possible thrombus, and multiple organ failure. No further information has been provided.

Manufacturer narrative:
Aware date updated from (B)(6) 2017. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported "high power" event was confirmed via review of the controller log files which revealed an increase in power consumption to parameters outside normal operating range. Forty nine high watt alarms and five low flow alarms have been logged. A review of the device¿s sterility report confirmed that the product met the internal requirements prior to its quality assurance release process. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification, but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Pathology report revealed no evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump further triggering the high watt alarms. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.